Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of an unresponsive lcd touchscreen was confirmed. The asp replaced the front case assembly, which contains the lcd touchscreen, lcd cable and front panel board, to resolve the reported issue. Proper device operation was observed through functional and performance testing. The lcd touchscreen, lcd cable and front panel board were replaced as part of the front case assembly and resolved the reported issue, however, further component level cause could not be conclusively determined.

Manufacturer narrative:
H6: the authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized third party service provider (asp) contacted ventec to report that portions of the device's lcd touchscreen were unresponsive. There were no reports of patient involvement associated with the reported event.